Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll 21ga 1-1/4in mx bun had epoxy on the needle. The following information was provided by the initial reporter: when the doctor opened the cap of the syringe, he noticed that the needle was stained with white paint, questioning the sterility of the syringe. Category: damage packaging that can put into question the sterility of the medical device, instruments, prostheses or orthoses. Clinical history: patient is admitted for scheduled rhinoplasty surgery. Incident consequence: medical intervention.

Event description:
It was reported that syringe 5ml ll 21ga 1-1/4in mx bun had epoxy on the needle. The following information was provided by the initial reporter: when the doctor opened the cap of the syringe, he noticed that the needle was stained with white paint, questioning the sterility of the syringe. Category: damage packaging that can put into question the sterility of the medical device, instruments, prostheses or orthoses. Clinical history: patient is admitted for scheduled rhinoplasty surgery. Incident consequence: medical intervention.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.